Manufacturer narrative:
(B)(4). Should additional relevant information become available, a follow-up will be submitted.

Event description:
It was reported that a peritoneal dialysis (pd) patient who performed therapy with a homechoice device (hc) passed away. The patient passed away while hospitalized. The cause of death was unknown. It was reported that pd therapy was ongoing until the time of death. It was unknown if the patient was connected to the hc device at the time of death. It was unknown if an autopsy was performed. No additional information is available.